Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor delivered a low-energy monophasic pulse during testing. The cause for the failure was due to a shorted u18 component on the defib board pca that damaged the u1103 component on the monitor pca.: the root cause for the shorted u18 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was delivering a pulse below the lower energy limit.